Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no objective evidence that a device malfunction caused the peritonitis event. The nurse indicated the cause of the peritonitis infection was touch contamination which is a well-known risk factor in pd patients. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver for a patient on peritoneal dialysis (pd) therapy reported that the patient was recently in the hospital due to fibrin. During follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient was hospitalized for peritonitis. The nurse reported the cause of the patient¿s peritonitis was touch contamination. Details surrounding the patient¿s hospital course are unknown. Per the nurse, the patient was treated with the antibiotic ancef intraperitoneally (ip) and pd therapy was continued. The patient was discharged home after two days. The nurse indicated the patient is recovering from the peritonitis event.